Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted in the arm. The patient developed itching, burning, redness, scar, and drainage under the sensor patch. Barrier products (cavilon, flexifit smith nephew) were used successfully. There was no documentation of medical intervention. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.